Event description:
Report received indicated that there is a possibility that the outback was involved in a guidewire tip separation. During a percutaneous transluminal intervention with the outback catheter, the tip of 0.014" guidewire separated. Physician is not sure, whether the guidewire tip was separated with the outback catheter or whether the extremely calcified vessels located behind the occlusion was the reason for separation. The guidewire tip was fixed with a stent remaining in the vessel. The patient is doing well. This product has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.